Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the customer encountered a "connected to pc" message with the adc device. Due to this, customer was unable to monitor glucose and felt lightheaded and dizzy. The customer presented to a health clinic where an unspecified high reading was obtained, however, caller does not know if any additional treatment was provided for hyperglycemia. No further details were reported. There was no report of death or permanent injury associated with this event.

Event description:
A caller reported that the customer encountered a "connected to pc" message with the adc device. Due to this, customer was unable to monitor glucose and felt lightheaded and dizzy. The customer presented to a health clinic where an unspecified high reading was obtained, however, caller does not know if any additional treatment was provided for hyperglycemia. No further details were reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle lite meter, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. Upon extended investigation, it was determined that the serial number provided by the customer ((B)(6)) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.